Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for patient 1, 3 and 4. The customer did not supply the patient demographic of weight for patient 2. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse ran a dispense test and high sensitivity (hs) system check, both failed. The fse then noted microbubbles in the wash pump and replaced the wash valve components (rotor, stator, washer and gasket) and the wash valve motor. The fse then repeated the high sensitivity (hs) system check and the dispense test, this time both passed within published performance specifications. After the repairs were completed, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was due to a malfunction of the washing system.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for four (4) patients. The initial results obtained for the four patients were above the assay's normal reference range. The first patient's sample (designated as patient 1) was reanalyzed on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and recovered with lower results, but still above the assay's normal reference range. The customer reanalyzed the samples from all four patients on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results. The initial elevated access accutni+3 results were not release from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc) and system checks were performing within assay and instrument specifications at the time of the event. The patient samples were collected in lithium heparin plasma tubes and were centrifuged for three (3) to five (5) minutes in a stat spin 4 centrifuge at 5100 rpm (revolutions per minute). No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.